Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and urinary/bowel dysfunction. It was reported that for the last several months, the patient had not been able to have anything but a low stream of urine. Their bladder didn't empty all the way and didn't have any elasticity anymore. They had to do reconstruct surgery on the right ureter to their right kidney that was cut during the hysterectomy. They took a piece of their bladder to make a flap and put it back together so there is no elastic there. The patient had chronic back pain and with that the bladder and back didn't work too well. They had turned up the stimulation a couple times. They knew something was wrong because they already had one uti this week and they could just feel the burning and the way it felt. They hadn't had a uti in over 10 years until about two months ago. The patient said, they had been having headaches, and they had been getting them like crazy because their bladder hadn't been working right. They told them they thought their bladder muscles were weakening but they did no kind of exam of any kind at the urologist. The agent walked the caller through checking their settings because they were afraid they were shutting off the therapy. Their therapy was on. The patient said they would maintain the stimulation level and would continue to track symptoms. The patient requested a rep call them. The agent sent an email to the field manufacturing representative (rep).

Manufacturer narrative:
B2: uti b3: event date is asked, unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.